Event description:
Boston scientific received information that noise was noted on the ventricular channel of this pacing system. The noise was oversensed and pacing inhibition was observed resulting in the patient feeling symptomatic. The source of the noise could not be determined and a revision procedure was performed. This right ventricular lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated, if additional information is received.